Event description:
The customer reported that he was hospitalized due to high blood glucose and a severe stomach virus. The customer's blood glucose reading was 315 mg/dl. The customer stated that the elevated blood glucose levels were a result of his illness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.